Event description:
Reportedly, an annuloplasty ring was explanted after an implant duration of approximately 10 years due to mitral regurgitation (mr). The customer reported that an annuloplasty ring was implanted for mitral valvuloplasty (mvp) to correct mr about 10 years ago. The device had come off and mr was observed, so that the customer decided to conduct mitral valve replacement (mvr). On (B)(6) 2012, the device was explanted and replaced with a magna mitral ease valve. Tricuspid annuloplasty (tap) was performed during the same surgery. Customer commented that this explant was not expected but not device related. The patient was recovered as of (B)(6) 2012. The device will not be returned for evaluation because it was discarded at the hospital.

Manufacturer narrative:
Device not returned. Additional manufacture narrative: the device history record (DHR) review cannot be done because the serial number for this device is unknown. The device will not be returned for evaluation because it was discarded by the hospital. It was confirmed on (B)(4) 2012 that the procedure was conducted because the ring had dehisced from the valve resulting in mitral regurgitation. The native valve could no longer be repaired. There are many factors that could result in the need to explant an annuloplasty ring and replace with a bioprosthetic valve, the most common of which is regurgitation. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. In this case, the surgeon indicated that the ring had dehisced from the native valve. He was not able to repair the native valve and opted to replace it with a bioprosthetic valve. He also indicated that this event was not due to a malfunction of the device. (B)(4)